Event description:
It was reported that the patient had radiation treatment for rectal cancer. Upon interrogation the device exhibited emergency backup vvi mode. The device was successfully reconfigured.